Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the complete av block post valve deployment cannot be confirmed. In addition to procedural factors (pressure from the implanted valve on cardiac structures), patient factors (valvular calcification, moderate septal hypertrophy) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed with 1ml less than nominal volume. The valve landed 70:30 aortic/ventricular (a/v) at the non-coronary cusp (ncc) and 60:40 a/v at the left coronary cusp (lcc). Immediately post valve deployment complete av block occurred. Back-up pacing was initiated. A temporary pacing lead was also inserted via the left internal jugular vein. The procedure was completed and the patient was transferred from the operating room with the temporary pacer. On postoperative day (pod) 3, a permanent pacemaker (ppm) was implanted. The native annular diameter measured 22.0mm by CT with an annular valve area of 317mm2. Mild valvular calcification and no aortic root calcification was reported.